Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer disconnected pump and delivered test boluses to update insulin estimate, confirmed appropriate cartridge filling steps, and then worked with technical support to load new cartridge, received education not to overfill cartridges, and planned to use backup insulin pump for ongoing insulin delivery while tandem arranged replacement pump.